Manufacturer narrative:
Internal complaint number (B)(4).

Event description:
It was reported a prometra ii 20 ml pump was explanted due to the pump allegedly stopping. The patient had an MRI in (B)(6) 2019 and the MRI protocol was followed and performed. After the MRI the pump allegedly stopped delivering medication. The patient stated that it was both 2 and 3 beeps after the rate was turned to 0, but the beeping did resolve itself. Additionally, it was reported the patient heard "an intermittent alarm." In addition, the pump had volume discrepancies in which the same volume was removed from the pump after it was refilled. There were no error codes on the pump and that the battery level was ok. There was no catheter revision or dye study performed, just an attempt to aspirate from the cap and there was no csf flow.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. This pump was returned and a complaint was issued due to "the pump allegedly stopping". Visual inspection of the pump did not find any anomalies with the exterior of the pump. 18 ml of fluid was removed from the pump reservoir. During the removal of the fluid from the reservoir, a significant amount of air and air bubbles was observed coming out of the reservoir septum. The reservoir was flushed with swi several times and all of the air was removed. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 96% efficiency. Air in the reservoir has been known to cause volume discrepancies, and is likely the cause for the issues observed. The most likely way that this air was introduced into the pump reservoir was through the pump refill procedure. Internal complaint number: (B)(4).